Event description:
The event is reported as: the tube (cuff) did not inflate properly. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.